Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user stated that the instrument was contaminated, causing falsely resistant ertapenem results on the downstream instrument. The ap instrument tubing was incorrectly installed, once replace downstream results were improved. No health impact or consequence reported.